Event description:
The rep reported, there had been lack of therapy benefit at f/u at the clinic, the device would not turn on and could not be interrogated by any programmer following exposure to an airport security gate. The product had been turned off at the time of the exposure to the theft detector or security gate (the date of the event was not provided). The pt provided that after she boarded the airplane, she could not turn the device on; she stated, the product was not a rechargeable device. Her condition had been fair. The rep reviewed records, which showed the ins was a rechargeable pulse generator. The pt had not been recharging the device and the battery status was deemed to be over-discharged. The rep communicated with the recharger device and a physician mode recharge was considered but the pt could not stay to complete the process. On 01/22/2008, the rep indicated that the pt had found her recharger device; there were no plans to explant the product or system. Add'l info has been requested from the physician.

Manufacturer narrative:
.